Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt at our quality assurance laboratory, this product was thoroughly analyzed. Visual analysis of the returned fiber confirmed that the fiber tip was fractured, there was no light exiting the connector face and there was no aim beam, confirming the allegation of fiber burst. The tip fracture could have been caused due to procedural conditions, such as physician technique, size, composition of the material being ablated and reusage. The observed condition of no light exiting the connector can be caused by an internal connector fracture, leading to an insufficient aiming beam or low laser energy output. A review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber, if the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that during the procedure the fiber broke inside the patient. The fiber was found to have cracks at the tip, and it is suspected to be fractured. All fiber fragments were retrieved. The procedure was completed with another device of the same model. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this product was thoroughly analyzed. Visual analysis of the returned fiber confirmed that the fiber tip was fractured, there was no light exiting the connector face and there was no aim beam, confirming the allegation of fiber burst. The tip fracture could have been caused due to procedural conditions, such as physician technique, size, composition of the material being ablated and reusage. The observed condition of no light exiting the connector can be caused by an internal connector fracture, leading to an insufficient aiming beam or low laser energy output. A review of the device instructions for use (IFU) was completed, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber, if the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that during the procedure the fiber broke inside the patient. The fiber was found to have cracks at the tip, and was suspected to be fractured. All fiber fragments were retrieved. The procedure was completed with another device of the same model. No patient complications were reported.

Event description:
It was reported that during the procedure the fiber broke inside the patient. The fiber was found to have cracks at the tip, and it is suspected to be fractured. All fiber fragments were retrieved. The procedure was completed with another device of the same model. No patient complications were reported.

Event description:
It was reported that during the procedure the fiber burst inside the patient. The procedure was completed with another device of the same model. No patient complications were reported.